Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to an unknown reason. During the procedure, the femoral stem loosened and fell out of the patient's femoral canal. Another femoral stem and body were utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to dislocation. During the procedure, the femoral stem loosened and fell out of the patient's femoral canal. Another femoral stem and body were utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.